Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left gonadal vein using pod packing coils (pod pcs). During the procedure, after advancing the pod pc through the lantern delivery microcatheter (lantern), the physician retracted the microcatheter back into the non-penumbra diagnostic catheter and noticed the pod pc became narrow. Consequently, the pod pc unintentionally detached inside of the diagnostic catheter due to excessive force while attempting to advance the pusher assembly. The physician attempted to flush the pod pc out of the diagnostic catheter; however, the pod pc became more compact. It was reported that the physician attempted to use the back end of a non-penumbra guide wire to push the pod pc out of the diagnostic catheter; however, was unsuccessful. Therefore, the physician successfully removed the diagnostic catheter containing the detached pod pc. The procedure was completed using a new pod pc and the same lantern. There was no report of an adverse effect to the patient.